Manufacturer narrative:
E1. Full establishment name: (B)(6) medical center. The device was returned to olympus for evaluation, however, the device evaluation has not yet begun. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the telescope "oes elite", 4 mm, 12°, hd, autoclavable had a broken eyepiece connection. There were no reports of patient harm.